Event description:
In 2007, a gore propaten vascular graft was implanted in a male patient in the right lower limb position. Approximately one (1) month later, a right below knee amputation was performed.